Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have an led segment on the numeric display which did not illuminate. During evaluation the device passed all functional testing, and was able to visually and audibly alarm during alarm conditions. Internal inspection is isolated the failure to a failed component (d5) on the instrument board. This failure resulted in display segment being blank. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.

Event description:
The customer reported missing digits being displayed on both top and bottom screen on the front panel. I have checked this today and the issue was duplicated. No consequences or impact to patient was reported.